Event description:
The patient reported the second electrode is not functioning; the "second band on the left probe" has not worked since it was installed. Add'l information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l information is received.